Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem use guide: "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours."

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. A specific bg value was not provided. Reportedly, the customer used the cartridge and insulin beyond labeling. Tandem technical support educated the customer on cartridge and insulin labeling. A new cartridge was loaded onto the pump, and a bolus was delivered to address bg level.